Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion site was unknown. After pre-dilation using a non-bsc balloon catheter, a 2.25x8mm promus premier stent was advanced, but was unable to cross the lesion. The stent strut got flared on a non-bsc catheter. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.